Manufacturer narrative:
No insulin smell from reservoir tube, however cracked reservoir tube lip noted during visual inspection. The insulin pump had cracked case at display window corners, cracked battery tube threads, minor scratches on lcd window noted. The insulin pump had scratches on reservoir tube window noted. The moisture damage on all electronic assemblies noted. The insulin pump had corroded motor housing; no corrosion on motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump's display was cracked and severely scratched. The customer stated they were unable to view the menus as a result of the scratches. Customer's blood glucose was between 6.5 mmol/l and 7 mmol/l. Customer also reported there was cracks and chipped pieces around the reservoir compartment. The customer could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.